Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 380 mg/dl to "high". The continuous glucose monitor read "high"; however, a specific value was not provided. A correction bolus was delivered to address bg level. The customer reverted to an alternate method of insulin therapy.